Event description:
(B)(4). The dealer reported that the 3gtq3-mcg power wheelchair lock out switch allegedly would register max tilt angle even when he was not in tilt. There was no patient injury reported.